Event description:
It was reported that bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes had caps fall out of the tube while in the analyzer. This happened 2 times. This report is to capture the event on the unknown date. The following information was provided by the initial reporter: on two occasions, we had problems with the caps on bd tubes and our lcp1 pre-analytical automation. In both cases, on cross-checking the facts, it seems that our lcp1 uncorked the tubes but only the coloured ring was removed and the grey cap remained in place, causing a breakdown, breakage to our analysers and the loss of urgent patient samples. Unfortunately, the plastic ring caused several tubes to fall out, making it impossible for us to identify the original tube and therefore its batch. However, as you know, we work exclusively with bd tubes and the vast majority with 5ml lithium heparinate tubes (in the process of transitioning to sstii and gel-free). Follow-up information provided: 1. Did this problem have a negative impact on patients? Yes. No assay performed because sample lost (spillage). 2. Was the extent of exposure (sample spillage) limited to the workstation/instrument area? Yes to the instrument. 3. Was the technician wearing ppe? Yes. 4. Was there any post-exposure testing or medical intervention? No. 5. Was it easy to recover another sample from these patients? Several patients had to be re-sampled. 6. Was this test the only basis for diagnosis, or was it combined with other tests? The only basis on the laboratory side (cardiac markers.) Are sample ID¿s available for those patients impacted? Was there any difference in dates of occurrence, or did it all happen on the same day? Was there any impact to patients of the extended testing process due to loss of samples? 22/jun/2023 customer replied: yes, it's the tubes on the same rack, the uncorked tube makes the rack fall with the tubes on it. 2 events on 2 separate days. Yes, and the need to take new samples.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided from the customer in support of this complaint. The photos were reviewed and the indicated failure mode for closure separation was observed. The photos showed a tube whose closures had separated, and the stopper was stuck on the probe. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the photos provided. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Hold nw. It was reported that bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes had caps fall out of the tube while in the analyzer. This happened 2 times. This report is to capture the event on the unknown date. The following information was provided by the initial reporter: on two occasions, we had problems with the caps on bd tubes and our lcp1 pre-analytical automation. In both cases, on cross-checking the facts, it seems that our lcp1 uncorked the tubes but only the coloured ring was removed and the grey cap remained in place, causing a breakdown, breakage to our analysers and the loss of urgent patient samples. Unfortunately, the plastic ring caused several tubes to fall out, making it impossible for us to identify the original tube and therefore its batch. However, as you know, we work exclusively with bd tubes and the vast majority with 5ml lithium heparinate tubes (in the process of transitioning to sstii and gel-free). Follow-up information provided: 1. Did this problem have a negative impact on patients? Yes. No assay performed because sample lost (spillage) 2. Was the extent of exposure (sample spillage) limited to the workstation/instrument area? Yes to the instrument 3. Was the technician wearing ppe? Yes 4. Was there any post-exposure testing or medical intervention? No 5. Was it easy to recover another sample from these patients? Several patients had to be re-sampled. 6. Was this test the only basis for diagnosis, or was it combined with other tests? The only basis on the laboratory side (cardiac markers.) Are sample ID¿s available for those patients impacted? Was there any difference in dates of occurrence, or did it all happen on the same day? Was there any impact to patients of the extended testing process due to loss of samples? (B)(6), 2023 customer replied: yes, it's the tubes on the same rack, the uncorked tube makes the rack fall with the tubes on it. 2 events on 2 separate days. Yes, and the need to take new samples.